Manufacturer narrative:
The subject device will not be returned to olympus medical system corp. (Omsc) for investigation. Omsc has not finished the investigation yet. The exact cause could not be conclusively determined at this time. This report will be supplemented as soon as the investigation is completed.

Event description:
It was reported that there was perforation of four cases during colorectal endoscopic submucosal dissections. Olympus electrosurgical knife was used during each procedure. Perforation occurred during the procedure. They were all microscopic perforation and clip plications were possible to be performed. No cases needed emergency operation. There was no patient injury reported except the event. No further information was reported. Based on the reported information, there is a possibility that either kd-650 or kd-612 was used. This MDR is about the second of the four cases reported.

Manufacturer narrative:
The subject device was not returned to olympus medical system corp.(omsc). Therefore, omsc could not evaluate the reported device. The exact cause of this issue could not be conclusively determined. Since the lot no. Is unknown, the manufacturing history record could not be reviewed. However, omsc has only shipped devices which passed the inspection. From the reported information, it is assumed that the event did not occur due to malfunction of the device, but occurred as a general accidental symptom of the procedure.